Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via the 24 hour helpline senior inbox that customer was hospitalized this year due to high blood glucose. It was reported that insulin pump was not delivering even though in showed as if insulin was delivering. Customer believed that infusion set may have leaked.